Manufacturer narrative:
(B)(4). The customer stated that the patient had a flat invasive pressure waveform, but the monitoring system did not generate alarms. Based on the available information, the patient required surgery. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer stated that the patient had a flat invasive pressure waveform, but the monitoring system did not generate alarms. Based on the available information, the patient required surgery.